Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (b(4), ubd: 19-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the catheter was replaced due to a catheter occlusion. No symptoms were reported. The issue was resolved and the explanted catheter was discarded of. No further complications have been reported.